Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the forceps cover was missing adhesive because of an external force such as strong rubbing or bumping (during transportation, storage, use, cleaning, etc.), or due to the influence of the chemicals used during reprocessing. The instructions for use have the following statement which can prevent the event: "warning: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending it could also cause parts of the endoscope to fall off inside the patient. It could also cause parts of the endoscope to fall off inside the patient.¿

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation could not duplicate the user request. However, the evaluation did discover the forceps cover was missing the adhesive. The control knob was also loose. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was initially reported the evis exera ii ultrasound gastrovideoscope would not capture a photo. This event was discovered during reprocessing. No patient involvement or impact to patient care was reported for this event.